Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer got an over infusion of 16 units of insulin that did not correspond with their blood glucose levels. The caller did not mention how the customer was treated. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2019. The customer was hospitalized due to hypoglycemia. The cause of death was withdrawal from ventilatory support in intensive care due to insufficient capacity for recovery due to hypoglycemia that occurred at the end of (B)(6). The customer¿s blood glucose was 154 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the customer was in the intensive care unit. The customer was using a competitor's sensor system before being taken off the pump, which showed blood glucose of 101 mg/dl. The reporting party agreed to return the insulin pump for analysis.